Event description:
A healthcare facility in ohio has reported that a rd900aeu neopuff infant resuscitator would not maintain pressure. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details are not available based on the time of manufacturing.